Manufacturer narrative:
Reference MFR report # 2916596-2018-00622 for the report of the patient's previous infection. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was rigorous while labs were drawn. Patient started to experience chills, clinch teeth and became lethargic. During this event, patient never lost consciousness and recalls what happened. Per neurology evaluation, patient was febrile (104 f) and neurologic exam showed no focality. Head CT on (B)(6) 2018 revealed no acute intracranial abnormality with low suspicion for vascular event. On (B)(6) 2018, blood cultures grew gram-negative rods (proteus mirabilis) and bacteremia was confirmed. It was reported that the most likely source was driveline given known prior infection (complaint #(B)(4)). Patient was placed on antibiotics. No additional information was provided.